Event description:
It was reported here was a leak in the hypothermia blanket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue was noticed prior to use and no other malfunctions were reported.

Manufacturer narrative:
A potential root cause as to why the device may have been allegedly leaking from the folded location is due to damage to the device during transit as it was found to be leaking from the folded area of the blanket. The device was not returned.

Event description:
It was reported here was a leak in the hypothermia blanket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue was noticed prior to use and no other malfunctions were reported.